Event description:
Patient presented at follow-up with low sensing and decrease in impedances. X-ray revealed that the lead had dislodged. The lead was explanted.

Manufacturer narrative:
The lead exhibited normal electrical characteristics. The damage found was sustained during surgical procedure.